Manufacturer narrative:
E1. Initial reporter address (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The main coil and the pusher wire was returned to this complaint. The device was kinked and detached at the coil arm and zap tip section, and it was totally stretched. No more damages were observed. Under the microscope it was observed that the device was kinked and detached at the coil arm and zap tip section, and it was totally stretched.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device could not advance, there was resistance and stretched. The target lesion was located in the innominate artery. A 12mm x 40cm interlock-35 was selected for use. During the procedure, a 5f imaging catheter was placed then 15 and 12 coils were used in succession for embolization. Subsequently, this device was followed but upon another delivery, resistance was encountered, and the device could not be advanced after multiple adjustment of position. Then, the coil was removed and was found stretched. The embolization was continued after replacing it with another coil and, angiography showed a normal result. No complications reported and patient was stable. However, analysis revealed a detached at the coil arm and zap tip section.